Event description:
The customer reported via phone call that they had issues with the threshold suspend feature on the insulin pump. Customer's blood glucose was 141 mg/dl at the time of the call. Customer stated the threshold suspend feature was triggered when their blood glucose was above the suspend threshold limit. Customer's suspend threshold limit was 60 mg/dl. The customer also reported inaccurate readings with their sensor glucose and blood glucose. Customer's blood glucose was 89 mg/dl and the sensor glucose read 59 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.